Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. No other issues were observed during the investigation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.